Event description:
On 11/09/2023, it was reported by a sales representative via sems-06396909 that (2) ar-8500rbe round burrs broke. This occurred during a case where after a couple of minutes of use they could tell something was not working properly. They took the device out of the patient and off of the handpiece and they saw that the bottom plastic had broken off and fell out of the handpiece. They opened the second burr and after about one minute of use, the exact same thing happened. They then opened a third burr with a different lot number and that burr worked properly and was used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information was provided on 11/16/2023 stating this event occurred during a shoulder scope, the subacromial decompression to be exact on (B)(6) 2023. All of the fragments were retrieved.

Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The reason for the reported failure is an internal manufacturing issue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.